Event description:
It was reported that the dexcom g7 failed to maintain bluetooth communication with the ilet, resulting in repeated pairing failures and dosing stopping soon despite guided troubleshooting steps, restarts, and mode toggling; the user reported no cgm warmup or readings on the pump and was transferred to the cgm manufacturer for replacement support, consistent with an intermittent communication failure associated with electrical/magnetic components including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported a blood glucose meter value of 84 mg/dl. Investigation included interviews and communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure and involvement of electrical/magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.